Manufacturer narrative:
As per the sales representative, the disposable had magnets on it and would snap to the disposable. They turned the "pump dial" down to recouple the disposable and resolve the issue temporarily. Per data log analysis, the perfusion screen was opened on (B)(6) 2018 at 06:36:42 am. 06:40:18 arterial centrifugal pump started and run to 1494 rpm, 06:44:43 speed set to 1512 rpm, 13:46:06 arterial stopped, (B)(6) 2018 (perfusion screen never exited), 06:13:40 arterial pump started and run to 456 rpm, 06:15:10 arterial speed set to 1260 rpm, 08:59:33 arterial speed set to 1578 rpm, 09:43:31 arterial speed set to 1908 rpm, 09:45:09 arterial speed set 1848 rpm, 09:52:05 arterial speed set to 1038 rpm, 10:17:35 arterial speed set to 1746 rpm, 10:22:23 arterial speed increased gradually, 10:24:53 arterial speed settles at 2304 rpm, 10:29:31 arterial speed set to 2616 rpm, 10:34:34 arterial speed set to 2886 rpm, 10:35:28 arterial speed set to 3096 rpm, 10:35:46 arterial speed set to 2790 rpm, 10:36:50 arterial speed set to 2526 rpm, 10:38:46 arterial speed set to 2616 rpm, 10:39:16 arterial speed set to 2820 rpm, 10:41:01 arterial speed set to 3396 rpm, 10:42:58 arterial speed reduced to 0 rpm stopping the pump, 10:43:01 arterial started and run to 2250 rpm, 10:44:16 arterial speed set to 2388 rpm, 11:35:55 arterial speed set to 2412 rpm, 11:48:06 arterial speed set to 2484 rpm, 12:23:55 arterial speed set to 2562 rpm, 12:39:59 arterial speed set to 1968 rpm, 12:41:29 arterial speed set to 2274 rpm, 12:41:40 arterial speed set to 2322 rpm, 12:48:09 arterial speed set to 2070 rpm, 12:49:24 arterial speed set to 2028 rpm, 12:58:30 arterial speed set to 1998 rpm, 12:59:23 arterial speed set to 1710 rpm, 13:00:15 arterial speed set to 1638 rpm, 13:01:45 arterial speed set to 2036 rpm, 13:02:04 arterial speed set to 2268 rpm, 13:04:23 arterial speed set to 2094 rpm, 13:04:41 arterial speed set to 2016 rpm, 13:07:38 arterial speed set to 1698 rpm, 13:09:53 arterial speed set to 2172 rpm, 13:10:19 arterial speed set to 2316 rpm, 13:16:33 arterial speed set to 1824 rpm, 13:23:44 arterial speed set to 2298 rpm, 13:26:40 arterial speed set to 2352 rpm, 13:30:48 arterial speed set to 2340 rpm, 13:31:25 arterial speed set to 2250 rpm, 13:42:33 arterial speed set to 1908 rpm, 13:44:03 arterial speed set to 1668 rpm, 13:45:03 arterial speed set to 1872 rpm, 13:49:48 arterial stopped, 14:03:02 perfusion screen exited, there were no indications of an equipment problem in the log. The filed service representative (fsr) was not able to confirmed the reported issue. He did not see or hear any decoupling from the motor. The unit operated to manufacturer's specification.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an apparent decoupling of the pump head was witnessed. Blood flow was not increasing as the revolutions per minute (rpm) increased. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the procedure occurred (B)(6) 2018 with the centrifugal pump, centrifugal disposable, and fx oxygenator. Shortly after going on bypass and post x-clamp placement, the perfusionist (ccp) noticed that her patient's pressures were dropping. To mitigate the patient pressure drop, she increased her rpms on the centrifugal pump, but her flow was decreasing. At about 2500 rpms her flow was approximately 3.1 liters per minute (lpm), with a line pressure of approximately 112 millimeters of mercury (mmhg). The distal arterial line pressure reading was 25 inches (in) up from outlet of the oxygenator. She increased her rpms from 2500 to 3500, and the flow dropped from 3.1 lpm to 2.5 lpm and then to 1.5 lpm. She decided to come off bypass for a few seconds to troubleshoot, and visually look at the drive motor. The drive motor's magnets looked dry and in normal locations on the motor. The disposable looked dry and physically intact. The clip on the drive motor to hold the disposable in place looked normal with no deficiencies. She restarted her rpms and was able to have forward flow at appropriate rpm and flow relationships. The issue happened approximately three more times. Very subtly, her patient pressure would drop and she would have to go up and down on her rpms again to achieve appropriate flow. Toward the end of the procedure, she stated that she had to stay at relatively high rpms to ensure adequate flow, approximately 1.5 lpm for a weaning state of 45 minutes. During the procedure, there were no messages on the central control monitor (ccm) to the user of concern. The noise from the heart lung machine (hlm) drive motor was not different than noticed in previous procedures. This procedure was a mitral valve, coronary artery bypass graft (CABG), with bicaval venous cannulation and single aortic 7.0f cannulation. The patient had co-morbidities along with a very calcified aorta. All anticoagulation details per the ccp's assessment were within their institution policies/procedures. The log data indicated that there was no mechanical, functional failure of the centrifugal pump. The ccp stated that possibly there was a small clot in the centrifugal disposable, but that she was also trying to troubleshoot the possible causes. She stated that at no time during the procedure did she feel her cardiac output from the hlm was less than the patient needed. There was no delay in continuation of the surgical procedure. There was no harm or blood loss associated with this event.

Manufacturer narrative:
The reported complaint could not be confirmed. No parts will be return for further evaluation since the field service representative (fsr) checked the overall functioning of the device and detected no problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.